Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the 8mm vessel sealer extend (vse) instrument sparked. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task being performed was a sealing tissue. The synchroseal instrument began to spark during the use. The arcing was observed to be contained within the jaws. The instrument was removed from the surgical field once arcing was observed. The instrument was in use for 1 hour before the issue occurred. There was a continuous tone while the pedal was pressed. The tissue effect was observed during the sealing/synch cycle. The tissue was never cut that was not fully sealed. The "seal completed" was received for the vessel sealer instrument. The mesentery was the target tissue and was under tension. The vessel was not greater than 5 mm in diameter. There was no evidence of vessel calcification. The tissue was never exposed to any sort of chemotherapy prior to the procedure. The jaws did not come into contact with a clip, sutures, staples or any other metal objects. The instrument was not immersed in a liquid prior to or during the sealing cycle. There was no additional bleeding seen from the patient. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.